Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient¿s catheter fell out. It was reported that the machine alarmed high pressure and patient said they felt like the line had moved. Nurses checked and found that cuff was exposed by 1.5 inches the doctor was informed and blood was taken and tip of catheter sent off for m,c and s. IV dressing was used to help catheter stay in place. The catheter was replaced and backwash was not done as line fell out. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. Sample consisted of one catheter which came inside a generic plastic bag and showed signs of use (possibly remains of blood). Visual inspection was performed and it was observed that tip of the catheter was cut and not return as part of the sample. The evaluation was observed that the cuff is firmly adhered to the catheter and the suture wing not present any defect. The reported condition has not been confirmed. The product sample was returned to the manufacturing site for review. Based on sample evaluation the cuff was presented on the catheter, it can be noted wear on it. No defects were found on the cuff. Based on the sample information, it is not possible to establish the source of the reported event to determine if this failure is manufacturing related. The most possible causes are related to misuse. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.